Event description:
It was reported that following a subtotal gastrectomy procedure, after 6 days from the intervention occurred a dehisce of the gastrojejunal anastomosis created with the device echelon flex claimed. The patient was subjected to a re-intervention.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon claims that during the original procedure he did not notice anything unusual. The dehiscence of gastrojejunal anastomosis was detected during the re-intervention (a new anastomosis) which took place last week. It was noticed that some titanium agrafes were found in the abdomen. The reason for the re-intervention was the dehiscence and the surgeon noticed it because the patient had loss of gastric fluids from drainage and had a fever. The titanium agrafes were found open near anastomosis, the anastomosis was completely open. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for subtotal gastrectomy? How many firings were used in the procedure? What color cartridges were used? Was buttressing material used? What did the staple formation look like during the initial procedure? What did the staple formation look like during the re-operation? Were any leak tests performed during the initial procedure? How was the leak identified? Were there any patient factors that may have contributed to the leak?